Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged battery door and a discolored patient cable from the mobile power unit (mpu) was confirmed. The returned mobile power unit, serial (B)(6), was evaluated. Visual inspection of the returned battery door revealed a crack on the screw hole which did not affect the functionality of the device. The returned patient cable revealed discoloration on the outer jacket. The cable was connected to a test mpu and controller and it was manipulated. The discolored patient cable did not affect the functionality. The battery door and patient cable were replaced. The device was functionally tested without any issue and underwent preventative maintenance. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ addresses the user to inspect the mobile power unit for dents, chips, cracks, or other signs of damage and not to use a mobile power unit that appears damaged. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the mobile power unit. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit was sent to the service center for preventative maintenance. The patient cable was dirty, could not be cleaned, and needed replacement. The door of the battery was damaged (there was a crack on the screw) and needed replacement.